Manufacturer narrative:
A review of the complaint history for sn: (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn: (B)(6) was performed from the date of manufacture, 13-feb-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that drawer 3 in the auxiliary unit was hard to open. The field service engineer (fse) found both slides were to be overextending, so the fse replaced both slides to resolve the issue. Then, the fse tested the drawer in the application and verified the drawer functionality. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es auxiliary full height drawer rail had failed. The customer stated there was a delay to the patient's workflow. There were no adverse events or injuries reported based on this event.